Event description:
Total hip arthroplasty was performed on 11/20/91. Revision surgery was performed on 3/8/96, due to fracture of acetabular liner.

Manufacturer narrative:
The original medwatch report stated the lot number of the subject device incorrectly as 790010. The actual lot number of the subject device is 790110.